Event description:
The pt underwent an ablation procedure in 2005. Nine days post operative, the pt presented with abdominal pain. A pelvic ultrasound was performed and a pelvic abscess was diagnosed. A laparotomy was performed and the pelvic abscess was drained. It is believed that the pelvic abscess originated from a pre-existing chronic hydrosalpinx.